Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is provided.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was at work when the cgm was displaying 40mg/dl. The patient started feeling sweaty and lightheaded and stated he was not sure if he was feeling low due to low blood sugar or if he felt a certain way because of what the cgm was reading. The patient works at a hospital and went to urgent care to get checked and afterwards he drove home and went to bed. The patient stated they are not a diabetic; however, he uses the dexcom because he has hypoglycemic episodes and is hypoglycemic unaware. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.